Event description:
It was reported that the patient presented in clinic for initial implantable cardioverter defibrillator (ICD) implant procedure. During procedure, it was noted that the implanted leads failed to advance within the header of the ICD. A lead was forced into the header port but exhibited noise and high out-of-range pacing impedance. The ICD was not implanted, and a replacement was successfully implanted on (B)(6) 2025. Patient was stable.

Manufacturer narrative:
Reported complaints of high pacing impedance, signal noise and inability to connect were not confirmed. The device was received in normal range of operation. Analysis of device image was performed, and no anomalies were noted. Mechanical evaluation of header ports was performed, and no anomalies were noted. Further electrical testing was performed and found to be normal. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.